Manufacturer narrative:
Technical support assisted customer with changing the filter. Repeated some specimens with no change. Repowered and ran a few specimens to check the rt's. Customer sent the cgrams and the first 3 only had 1 single peak and the last 2 peaks and the last did not have clear separation for the sa1c peak. This is a new g8, understaffed and customer asked for service. Buffer's loaded correctly. On (B)(6) 2016 customer called back to report that the qc did not pass. Cgrams both had total areas around 4400. The qc will be repeated. A field service engineer (fse) was dispatched and on (B)(6) 2016.the fse checked all the solvent lines & filters. Possible air introduced into hymolysis wash and into one of the solvent buffer lines. Removed covers and stepped through drain flush, priming alll 3 buffers and wash with customers. Showed customer how to check for and removed air from the syringes. Ran precision on patient samples successfully. Recalibrated and checled the controls. All results normal. Ran two more rack of patient samples from tubes and achieved good a1c retention times of 0.59 min. Observed sickle cell vaients but they were eluting ine the expected retention window. Speculate that air was introduced into the system to caused the unsuual chromatogrms. Went over manual priming of each buffer line and checked to monitor for stable pressure with each individule solvent/buffer and with the possible combinations. Customer are now observing all pressures with each buffer and for possible introduction of air into system. Some patient peak varients do occur but are of know variety. System running with the correct setting for bcr. The most probable cause of the reported event was the presence of air peaks & retention window shift. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported missing peaks and poo peaks with their hlc-723g8 analyzer. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.